Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred during a routine hemodialysis treatment. The waste fluid was rust colored. Rinseback was not completed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Inspection of the returned cartridge determined that a fiber leak occurred in the filter, indicating that the cycler alarmed appropriately. The user's guide instructs the operator in the event of a blood leak alarm and an observed blood leak, to perform manual rinseback of the patient's blood. All filters are 100% leak tested multiple times during the filter and cartridge manufacturing processes. There have been no similar reports of this type for this filter lot. This appears to be a random isolated event and nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified of the blood loss. Nxstage medical considers this report closed. No additional information will be provided.